Event description:
After giving a flu vaccine, nurse attempted to activate safety mechanism. Safety shield would not flip up easily. There was a very long line for shots, so another nurse took the syringe/needle from her. Second nurse went to activate safety shield and the needle detached from the syringe and landed on first nurse's foot resulting in needle stick injury. Needle discarded.